Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm during dwell two of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative assisted the patient to end therapy. There was no patient injury or medical intervention reported. No additional information is available.